Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the hospital for routine follow-up. Upon interrogation, the left ventricular lead exhibited loss of capture. Chest x-ray revealed the lead had dislodged. The device was reprogrammed and the lead remained implanted.